Event description:
The customer reported a failure to discharge in testing.

Manufacturer narrative:
(B)(4). The customer reported a failure to discharge in testing. The device was evaluated locally by philips and the reported symptom could not be reproduced. After passing all performance eval testing the device was returned to use. There is no info supporting that a malfunction of the device occurred. We are unable to determine the cause as the symptom was not reproduced.